Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.190 from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument blade broke inside the patient's body. The customer stated that when the surgeon was using the harmonic ace instrument, they received an error from the generator indicating that cleaning was necessary so they removed the instrument and cleaned it. The customer stated that when the surgeon reinserted the instrument and activated it, the harmonic ace instrument blade broke and the broken piece was immediately collected. According to the customer, the surgeon thought that the broken piece had been lost inside the patient's body so they attempted to search for it by x-ray but they could not locate it. It was reported that after that, it was discovered that the part which had fell had been taken out of the patient's body cavity. The procedure was completed as planned with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. It was confirmed that the fragment was taken out using the assistant forceps. No fragment was found inside the patient's body when performing an x-ray test so the site believes that the fragment has been removed. No additional surgical procedure was required to remove the fragment. No post-operative test was performed to check for remaining fragments. The x-ray test was performed during procedure. The event occurred about 3 hours after starting surgery. It is unknown whether the instrument collided with any other instruments or other hard material but the surgeon does not feel that an instrument collision occurred. The fragment did not fall inside the patient during an instrument tip/accessory collision. After re-inserting the instrument and activating it, the blade broke. Prior to the breakage, the staff received an error suggesting that the tip needed to be cleaned so the staff removed the instrument once and cleaned it. It is unknown whether the surgical staff felt any resistance upon removal of the instrument through the cannula at that time. Upon final removal of the instrument, it is unknown whether the surgical staff felt any resistance upon removal of the instrument through the cannula and whether the surgical staff noticed any other damage to the instrument after the event occurred. It was confirmed that the staff did not notice any damage to the cannula after the event occurred. There was no report of patient injury.